Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a superficial pocket infection. The pocket was revised and the implantable pulse generator (ipg) was inserted into an absorbable envelope. The ipg system remains in use. No further patient complications have been reported as a result of this event.